Manufacturer narrative:
The fenestrated bipolar forceps has been returned and evaluated by the failure analysis (fa) team. The instrument was found to have a frayed grip cable at the idler pulleys. Some wires were broken, but the cable itself was not fully broken. There was no discoloration, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Additional observation(s) not reported by site: the instrument was found to have damaged conductor wire insulation at the yaw pulley. The internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. No thermal damage was found on the instrument. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps was broken. The procedure was completed with no reported injury.